Manufacturer narrative:
(B)(4): eval: results, conclusion: (root cause of the event cannot be confirmed based on limited info available).

Event description:
An attempt was made to use an amphirion deep pta catheter to pre-dilate a focal lesion with 95% stenosis in the popliteal artery. It was reported the balloon of the amphirion deep pta catheter burst when inflated to 6 atms. The physician then used another pta balloon catheter, however this balloon ruptured at 8 atms. An attempt was made to pull back the second device; however it was reported that during this attempt, the balloon detached from the delivery system and remained in the pt. The pt was sent to surgery. The pt is reported to be fine and no other clinical sequelae were reported.